Event description:
The dealer reported that the sensor panel loses power intermittently and sometimes does not power up. The sensor panel was repaired for a loose screw issue.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The sensor panel was repaired for the loose screw issue. The service representative performed the calibration and self tests and all functions met specifications. MFR cross-reference #: (B)(4).